Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® serum blood collection tube contained foreign matter the following information was provided by the initial reporter: "the phlebotomist observed a piece of plastic found inside tube(one unit) of this lot no:9154530."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for non-biological foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that a bd vacutainer® serum blood collection tube contained foreign matter. The following information was provided by the initial reporter: "the phlebotomist observed a piece of plastic found inside tube (one unit) of this lot no:9154530."